Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using two proglide devices after a peripheral interventional procedure using a 6f sheath. Reportedly, after successful deployment and knot advancement, hemostasis was not achieved. A second proglide device was attempted; however, no suture was present when the plunger was removed, a cuff miss occurred. The lever was lowered but the device was stuck during removal. Vascular surgeon performed a cutdown, vessel incision, in order to remove the device. No vessel damage was noted. Plaque was noted on the footplate of the proglide device. Patient was in pain and was given pain medication. An endarterectomy was performed to remove plaque. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
User facility medwatch report (mw5108015) received that states: the patient had 2 deployed perclose implants at the end of this case with varying levels of failure for each. The first perclose was deployed in the usual manner with failure to achieve hemostasis. A 2nd was deployed, which is usual practice, but this one felt different upon deployment by tech. Perclose wire placement was visuallized on x-ray due to this one feeling different. Tech tried all possible methods to remove the device since bleeding seemed worse, but did not want to force the device loose. It was at this time dr and tech could see the plastic foot separating from the metal shaft. They did not want to try anything further and risk arterial embolization of the plastic foot. She required emergen vascular surgery to remove the perclose device safely and close the arteriotomy. FDA safety report ID#: (B)(4).

Manufacturer narrative:
Attached medwatch MDR report#mw5108015.